Manufacturer narrative:
Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block h6 (device codes): problem code 3009 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx was analyzed, and a visual evaluation noted that the working length was twisted in distal section where the paint marks are located, also the device was bent in distal section at 27cm from tip. Functional evaluation was performed, the device was introduced into the scope and initial orientation of the device was out of specifications. The device handle needed to be rotated to untwist the device to obtain a correct orientation. The reported event was confirmed. The failure found could have been generated during manipulation of the device, during insertion into the scope, or interaction with the endoscope or with other devices. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and no deviations within manufacturing/service processes were found. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct (cbd) during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct (cbd) during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.